Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: 510k: this report is for an unknown drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo/x-ray investigation revealed that that the distal tip of the unk - drill bits: trauma was broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.the overall complaint was confirmed as the observed condition of the unk - drill bits: trauma would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that 1.0 drill bit split during a procedure on (B)(6) 2023. There was no surgical delay in relation to the reported event. The procedure was completed successfully. No further information provided. This report is for one (1) unknown 1.0mm drill bits this is report 1 of 1 for complaint (B)(4).